Event description:
On (B)(6) 2012, customer reported that approximately 50 ml of clear fluid leaked from the lh500 instrument onto the countertop. Customer identified that the tubing at pinch valve 43 (pv43) had become disconnected. Customer trimmed and reattached the tubing at pv43, and resolved the leak. However, once the leak was remediated, the instrument began to experience incomplete differential results. Customer technical support (cts) advised the customer to bleach the aspiration system, but this did not resolve the issue. Service was dispatched. No injuries were reported and no erroneous patient results were generated. The field service engineer (fse) inspected the instrument and observed that the stabilyse solenoid was not turning on. Fse replaced the solenoid and it still did not turn on. Fse noted that the diluter board and differential mixing module appeared to have gotten damaged by the leak when the mixing module manifold got wet. Fse replaced the damaged differential mixing module and diluter interface board. This resolved the differential results issue. No further issues were reported.

Manufacturer narrative:
(B)(4).